Event description:
On 01/08/10, covidien was informed of a customer who had an issue with a so called "heparin finished product". (No specific info about product identity was rec'd.) The attorney alleges that the pt was administered heparin on one or more occasions in (B) (6) 2008 containing allege contaminants. The pt allegedly was caused to and did suffer physician injury to his person. The pt passed in (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.